Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr), restricted and thin leaflet for a mitraclip procedure. During the procedure, the clip jumped opened during establishing final arm angle (efaa). Troubleshooting was performed and the clip opened to 30 degrees. The clip was deployed. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.